Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self test, reset error test, displacement test, rewind, basic occlusion test, occlusion test, prime and no delivery tests. No prime anomaly was noted. The insulin pump had minor scratches on the display window.

Event description:
The customer reported via telephone call that she was unable to exit the "preparing to prime" loop. The customer was walked through a prime and received a no reservoir alarm and no drops came out. The customer was advised to hold down the act button until a second series of beeps or numbers on the display was received, and the customer did not receive any beeps or numbers on the display. The customer did not recall the blood glucose reading at the time. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.